Event description:
It was reported that during initial training the patient¿s dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, despite the cgm having been previously connected to a different insulin pump; the connection was established after the user toggled the cgm settings per troubleshooting guidance. No adverse clinical symptoms reported. Outcomes included successful cgm pairing with the ilet and continuation of use without clinical impact. User support included customer care troubleshooting and education focused on cgm pairing and configuration. Investigation of this case revealed a pairing/connectivity issue resolved by standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or bluetooth interruption leading to initial pairing failure.

Manufacturer narrative:
Initial.